Manufacturer narrative:
According to the customer, during a "sentinel lymph node excision" on 01/09/2024 a "hole" was noted in the drape after the incision was made. The customer reported all "contaminated" surgical tools and drapes were moved from the operative site, the operative site was "profusely irrigated with antibiotic", the probe was "re-draped", and the patient was "re-draped" as a result of the reported incident. The customer reported the procedure was able to be completed and there is "no further information about the patient at this time". No additional information is available at this time. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during a "sentinel lymph node excision" on 01/09/2024 a "hole" was noted in the drape after the incision was made.